Event description:
Customer reported unexpected negative reactions on the echo. A patient sample resulted as negative with cell ii of capture -r ready screen(crrs)3 and all cells of capture-r ready ID (crrid). No transfusion or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrs(3), lot r027. Reactivty of the d and e antigens confirmed on retention crrid, lot id105. Retention products performed as expected. The customer did not return sample for investigation testing.